Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the co2 module, reprogramming the cpu board, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.